Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2010. Approximately 2 years and 7 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 22 jun 2023. Diagnosis: severe osteolysis femoral and acetabular components the proximal femur was evaluated there was extensive osteolysis the trochanter was modestly mobile. The entire acetabular component superiorly there was a significant loss of bone due to osteolysis as there was inferiorly. The patient was awakened transported to the recovery room there were no complications to the procedure.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6: clinical codes, component code, types of investigation and investigation findings, h11. The revision reported may have been the result of osteolysis that occurred over approximately 12 years and 7 months of use. The osteolysis may have been due to a combination of risk factors and being implanted for more than 10 years. The patient involved in this case meets the following risk criteria for early wear: patients implanted with a component having a shelf age of greater than 2 years. However, no wear was reported in this case, and this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.